Event description:
It was reported during a generator replacement due to normal eri, the physician had difficulty removing both leads from the device header. The physician was eventually able to disconnect the lead after removing the silicone setscrew septum, removing the setscrew completely, and forcing the lead out with a lead removal kit. The device was removed and replaced. No issues were detected.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported field event of set screw anomaly was confirmed in the laboratory. Silicone was found inside each set screw hex cavity that prevented full insertion of the torque driver. The set screw bores were inspected and the bore threads were found to be damaged, preventing the set screws from fully tightening.

Manufacturer narrative:
(B)(4).